Event description:
The facility reported an infusion pump with failure code 16:310:903:0002. The event was reported to have occured before use. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Although requested no additional contact infomation was available.